Manufacturer narrative:
The insulin pump had intermittent button response and a button error alarm due to corroded keypad traces.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 87 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.